Event description:
It was reported in a femoral access case to treat the right side, that the physician attempted to deploy the stent, but deployment was unsuccessful. The lever binded and would not move. The physician removed the device and successfully completed the procedure using a competitor stent. The case concluded without patient harm. The device could not be deployed outside the body.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, and internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported in a femoral access case to treat the right side, that the physician attempted to deploy the stent, but deployment was unsuccessful. The lever binded and would not move. The physician removed the device and successfully completed the procdure using a competitor stent. The case concluded without patient harm. The device could not be deployed outside the body.